Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited under sensing and an incorrect interpretation of signal, resulting in inappropriate shock. No intervention was performed, and the patient was stable.